Event description:
It was reported that on (B)(6) 2022, the spo2 alarm did not ring for the patient. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer performed tests with the monitor and module, and the alarm sounds. Monitor logs were provided to the engineer by the customer which did not include data for (B)(6) 2022. Additionally, the customer has no central monitoring, therefore no central monito alarm logs are possible. The engineer was unable to confirm the reported issue.